Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy effluent fluid, which warranted antibiotic therapy. Causality was attributed to an unspecified touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. It is well established that those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported having an infection. In a follow up a pd nurse stated that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on 27/mar/2023 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 364 g/ul, polymorphs = 86%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 21 days. The patient was discharged on (B)(6) 2023 in stable condition, after his abdominal pain had abated and his peritoneal effluent fluid was clear. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023, and the patient¿s ceftazidime was discontinued. Following discharge, the patient resumed ccpd utilizing the same liberty select cycler and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, no fresenius product(s), drug(s), and/or device(s) caused or contributed to the serious adverse events. A repeat cell count on (B)(6) 2023 revealed the patient¿s wbc count had decreased to 11 g/ul.

Event description:
A peritoneal dialysis (pd) patient reported having an infection. In a follow up a pd nurse stated that the patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2023 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2023 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 364 g/ul, polymorphs = 86%) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin 1500 mg every other day and ceftazidime 1500 mg daily for 21 days. The patient was discharged on (B)(6) 2023 in stable condition, after his abdominal pain had abated and his peritoneal effluent fluid was clear. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus on (B)(6) 2023 , and the patient¿s ceftazidime was discontinued. Following discharge, the patient resumed ccpd utilizing the same liberty select cycler and is recovering from the events. The pdrn attributed causality to an unspecified touch contamination event. Per the pdrn, no fresenius product(s), drug(s), and/or device(s) caused or contributed to the serious adverse events. A repeat cell count on (B)(6) 2023 revealed the patient¿s wbc count had decreased to 11 g/ul.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.